Event description:
It was reported that this lead was unable to be successfully implanted as it exhibited helix extension issues after turning the helix. Reportedly, the lead also exhibited high pacing impedance out of range. Another lead was attempted, which exhibited the same helix extension issues and pacing impedance high out of range. The procedure was completed with a non-boston scientific product. The lead is expected to be returned for analysis. No additional adverse patient effects.

Event description:
It was reported that this lead was unable to be successfully implanted as it exhibited helix extension issues after turning the helix. Reportedly, the lead also exhibited high pacing impedance out of range. Another lead was attempted, which exhibited the same helix extension issues and pacing impedance high out of range. The procedure was completed with a non-boston scientific product. The lead is expected to be returned for analysis. No additional adverse patient effects. Additional information indicates the lead has not yet been returned, however; it is still expected to be sent back. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the stylet insertion test revealed failure near the terminal pin, indicating a necked-down inner coil. This type of damage is consistent with inner coil over-torque and helix extension/retraction difficulty. The reported pacing impedance high out of range and difficult/unable to extend/retract helix allegations are likely the result of the lead damage observed by the laboratory.